Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 19mm pericardial aortic valve, implanted approximately one (1) year and six (6) months, was explanted and replaced with a 21mm pericardial valve. Further investigation with the customer indicates there was a patient/prosthesis mismatch. It was reported that the valve was functioning normally at time of explant. However, patient had developed high gradients and high velocities. Patient was simultaneously treated with coronary bypass grafting and patch enlargement of aortic root. The procedure concluded with hemostasis regained and patient reported to be in satisfactory condition.

Manufacturer narrative:
The device was returned to edwards for analysis and was visually inspected. There was minimal to moderate host tissue overgrowth encroaching onto the tissue of both inflow and outflow. X-ray demonstrated calcification on host tissue. Device history record (DHR) review was completed and this device passed all manufacturing and sterliziation inspections. Based on the investigation, root cause of the event is due to patient/prosthesis mismatch. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.